Event description:
The patient was admitted for a procedure with a 99% lesion in the right posterior descending artery. The lesion was a de novo and slightly calcified and the vessel was slightly tortuous. Radial approach was chosen for the procedure. A guiding catheter was engaged and a guidewire crossed the lesion. A 3.0 x 33mm cypher select plus stent was delivered to the target lesion and inflated at a low pressure, to slightly expand only the proximal edge of the stent. Then, the physician retrieved the stent delivery system (sds), with the stent out of the patient. The cypher was then re-delivered to the lesion and inflated, however, the physician noticed that the stent was not on the balloon at this point. The physician tried to find the stent, but it was no observed in the coronary artery, or inside of the guiding catheter, under coronary angiography. The sds, guiding catheter and guidewire were retrieved from the patient. The guiding catheter was checked outside of the patient, but the stent was not there. Therefore, a whole body angiography was conducted and the dislodged stent was observed at a bifurcation of the right superficial femoral artery. To remove the dislodged stent from the patient, a sheath was inserted through the right femoral artery and a guidewire crossed inside the dislodged stent. Then, the dislodged stent was safely retrieved by a snare from the patient. To finish the procedure, a new 3.0 x 33mm cypher select plus stent was implanted. The procedure was successfully completed. The patient was in stable condition.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The following products were used during the index procedure: a fielder guidewire, a mach 1 6f guiding catheter, a tazuna balloon catheter and a terumo ivus catheter. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Information received from an affiliate indicated that a stent dislodged after being slightly inflated and then removed from the patient without being deployed in the lesion. The target lesion was the right posterior descending artery (pda). The lesion was described as 99% stenosed, slightly calcified and slightly tortuous and de novo. Radial approach was chosen for the procedure. A guiding catheter was engaged and a guidewire crossed the lesion. A 3.0 x 33mm cypher select plus stent was delivered to the target lesion and inflated at a low pressure, to slightly expand only the proximal edge of the stent. Then, the physician retrieved the stent delivery system (sds), with the stent out of the patient. The cypher was then re-delivered to the lesion and inflated; however, the physician noticed that the stent was not on the balloon at this point. The physician tried to find the stent, but it was not observed in the coronary artery, or inside of the guiding catheter, under angiography. The sds, guiding catheter and guidewire were retrieved from the patient. The guiding catheter was checked outside of the patient, but the stent was not there. Therefore, a whole body angiography was conducted and the dislodged stent was observed at a bifurcation of the right superficial femoral artery. To remove the dislodged stent from the patient, a sheath was inserted through the right femoral artery and a guidewire crossed inside the dislodged stent. Then, the dislodged stent was safely retrieved by a snare from the patient. To finish the procedure, a new 3.0 x 33mm cypher select plus stent was implanted. The procedure was successfully completed. The patient was in stable condition. There was no report of patient injury and the device was returned for evaluation. (B)(4): one non sterile cypher select+ 3.00 x 33 mm was received coiled in two plastic bags. An unknown guide wire was also received. The bumping marks could be seen in the balloon. Balloon was deflated. Liquid was found in the balloon as if it was inflated. The stent was received inside a plastic bag. The stent was deformed at one end, and at the other end seems to be pressed. The crossing profile could not be performed since the stent was received detached, and damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of stent dislodgment was confirmed. Review of the information provided suggests that user handling may have contributed to the reported event. Standard practice dictates that the stent balloon should not be inflated until the device is correctly positioned in the lesion and ready for implant. There is no indication that there is a design or manufacturing related issue therefore no corrective action is required.